Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject underwent an revision surgery due to glenoid insert wear.